Manufacturer narrative:
Correction on initial report: d.1, d.4, g.5, and h.6. (Patient code). Additional information provided: b.5 & d.10. ************************************************************************ the customer¿s report that that sets broke at the syringe adapter site was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted that the male luer spin collar was separated from the male luer. No other damage or issue was observed. Examination under magnification observed no tool marks or scratch marks on the male luer or male luer collar. Functional testing was deemed unnecessary due to the male luer collar separation. This set is not manufactured with a syringe adaptor site. The male luer and the male luer collar were measured and found to be within measurement specification(s). The root cause of the separated male luer collar could not be determined.

Event description:
It was reported that sets broke at the syringe adapter site. It is unknown which tubes belong to which incident, and which nurse was involved. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that sets broke at the syringe adapter.